Event description:
Surgeon tried transvaginal approach with sling. Surgeon cystoid patient before pulling mesh. After completing procedure, surgeon cystoid again because there was an unusual amount of bleeding. Mesh was in bladder. Surgeon explanted mesh, then used transobturator approach for second mesh placement. Surgeon reported this second placement a success.